Event description:
It was reported that the device was explanted after implant duration of approximately 5 years, the reason for explant is unknown. No further details were provided.

Manufacturer narrative:
Device not returned.